Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2010. The blade on two handpieces would not rotate prior to first use. The motor drive unit had power, but it would not drive the disposable at all. The procedure was completed using another type of morcellator. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). (B)(4). Insufficient drive of disposables. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.